Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73j1600414 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
When using the applier the clips came out broken. There was no patient injury.